Event description:
During index procedure, the patient had two endeavor sprint rapid exchange (rx) drug-eluting stents (2.75 x 18mm) were successfully deployed at proximal and mid lad. Patient was free from ae at 30 day, 6 and 9 month follow up. Patient stopped administering plavix but this was restarted after patient was hospitalized due to worsening of chronic heart failure. Approximately 16 months 2 week post index procedure, patient was hospitalized due to bleeding from the gastrointestinal tract which was treated by blood infusion, 2 days later, MRI revealed cardiogenic brain infarction. Investigator indicated that there was no relationship with the study product, procedure or drug.

Event description:
Patient outcome is reported as "disorder". The previously reported gi bleed event occurred 3 days prior to the previously reported date.

Manufacturer narrative:
Evaluation results: inherent risk of the procedure (haemorrhage and cva/stroke). (B)(4).